Event description:
A report was received that the patient's pocket site was uncomfortable. The patient underwent pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.